Event description:
It was reported by the customer that a pyxis medstation es system encountered a read or write error. The customer stated that the user was able to remove the medications from another station and there was no delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a read or write error. A field service engineer stated that the customer logged in and rebooted the station, which successfully resolved the issue. The system functioned as intended after the field service engineer troubleshooted the device.